Event description:
It was reported that pump experienced malfunction identified by code 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was provided instructions to reset pump, successfully reset device without recurrence of malfunction, and was advised to continue using pump and call back if issue occurred again, which customer acknowledged and understood.